Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, using vasoview hemopro device, user noticed damage to the distal scissor tips before making contact with the pt, or activating energy to the system. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The damage to the device is apparent on the distal tips of the cautery scissors. It appears as though damage was done upon the act of placing the scissor device into the cannula for usage. The account has been reminded of proper insertion of the scissors into the cannula as of today.

Manufacturer narrative:
The device was returned to the factory for evaluation. No signs of blood or clinical use were observed. The heater wire was deformed away from the hot jaw and remained attached at the base of the jaws. Based on the condition of the device as returned, the reported complaint was confirmed. A review of the event description identified that the device was damaged during improper insertion into the cannula. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).